Manufacturer narrative:
Manufacturing evaluation conclusion: the reported low speed/flow alarms and pump stop events were confirmed in the log file data provided by the account. The submitted log file data contained approximately 25 days of data, spanning from 12/17/2018 at 7:51 to 1/11/2019 at 12:53, and captured multiple low speed/flow alarms and pump stop events on 1/11 while the system was supported with the mobile power unit. Throughout the log file pump power, estimated flow, and average pi ranged from 0-10.2w, 0-6.3lpm, and 0-7.3, respectively. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events cannot be conclusively determined. It was reported that the patient was hospitalized on (B)(6) 2019 for low speed alarms and pump stop events. The patient was placed on batteries overnight and was provided with an ungrounded patient cable. No further alarms were reported and the patient was discharged home in stable condition on 1/14 on the ungrounded patient cable. The patient remains ongoing on lvad pump and no further events have been reported at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time.

Manufacturer narrative:
Approximate age of device - 4 years, 1 month. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted on (B)(6) 2019 with pump stoppages and low speed advisories. Driveline x-rays were submitted for review and the manufacturer's technical service during log file analysis confirmed the pump stoppages and speed drops which greater than 200 rpms while the vad is connected to the mobile power unit. On (B)(6) 2019 it was reported that an ungrounded cable was provided to patient in clinic and the patient slept on batteries overnight. It was reported that interrogation was performed on (B)(6) 2019 without any further events observed. The x-ray images were reviewed and appeared unremarkable. On (B)(6) 2019 it was reported that account ordered two (2) unshielded patent cables for use while connected to a tethered power source. No further information was provided.